Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lot number of the lens was not provided. Therefore, a device history review (DHR) could not be conducted. The lens remains implanted, therefore it is not available to be returned for evaluation. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Please see attached article "repositioning a decentered intraocular lens with 4 haptics" by jiewi liu, md, yading jia, md, zaina n. Al-mohtaseb, md, li wang, md,phd.

Event description:
Article "repositioning a decentered intraocular lens with 4 haptics" by jiewi liu, md, yading jia, md, zaina n. Al-mohtaseb, md, li wang, md,phd reports that the lens was implanted in the patient's right eye in 2012. The visual acuity started to decline 6 months after surgery. Slitlamp examination showed the lens was decentered and tilted, the temporal haptic was bent anteriorly, fibrosis appeared at the edge of the anterior capsule, and there was mild opacity on the posterior capsule. The lens was repositioned. Slitlamp exam showed lens centered, iol haptic distortion had resolved, and posterior capsule appeared clear. Anterior segment optical coherence tomography showed the superior nasal haptic and inferior-temporal haptic were in front of the anterior capsule and the other 2 haptics were in the capsular bag.